Event description:
Over the last 3 months my sensors have repeatedly notified me of low glucose and when checked with manual meter it's within range. My serial numbers aren't included in the recall but I've had numerous alarms that have been about 30 points off.